Event description:
It was reported that high impedance was detected on system diagnostics. The patient's device was disabled. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.